Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of the eye. The lens it not visible. There is an area observed in the center of the pupil, which may be the reported mark. This may be lens damage. Unable to make a determination from the provided photo. The manufacturer internal reference number is: 2022-57040.

Event description:
An optician reported that following a cataract extraction with an intraocular lens (iol) implant procedure, during patient¿s review after 5 days of implantation, a white demarcation line has been observed on the iol optic under slit lamp examination. Patient¿s vision was 6/7.5 and did notice a white line subjectively as well. Doctor planned to explant this iol and to re-implant a new lens for this patient. No patient harm was reported. Additional information was received stating the lens was exchanged with a same model in a secondary procedure.